Event description:
The customer reported that the system would not boot. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.